Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: losing signal. Probable root cause: cables, connectors, sources, or sinks ;capture card, motherboard, power supply ;sdc firmware ;over-heating ;sdc application software [cor, ip], clarity package ;clarity algorithm ;manufacturing defects ;use error ;cybersecurity. The device manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.